Event description:
This is filed to report a single leaflet device attachment and endocarditis, requiring treatment. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, p2 and p3 flail with chordal rupture. Two mitraclips, xtw and xt, were successfully implanted, reducing the mr to grade 2+. On (B)(6) 2021, the patient presented for a cardioversion or ablation due to atrial fibrillation. The patient had not been feeling well and a cardioversion was scheduled. Per physician, the cardiac arrythmias, not feeling well, and treatments of, were unrelated to the implanted mitraclips. An echocardiogram was performed that day. There was either a thrombus or billowing segment of the mitral valve leaflet projecting into the left atrium. On (B)(6) 2021 another follow-up echocardiogram was performed. Moderate mr was noted along with a possible clot at the mitral valve leaflets. On (B)(6) 2021, it was observed that the xt mitraclip had detached from the posterior leaflet, while remaining attached to the anterior leaflet as a single leaflet device attachment (slda). Possible thrombus and severe mr were observed. On (B)(6) 2022, the patient returned with cardiac arrhythmias (atrial fibrillation), possibly device related. Additional imaging was performed and the xtw mitraclip also had a single leaflet device attachment. A surgical mitral valve replacement was performed, explanting the clips. That day, cultures were sent to pathology due to a concern for thrombus versus endocarditis an atrial septal defect repair (asd) and left atrial appendage closure (laa) were performed, blood transfusions were provided. Reportedly, bleeding requiring blood transfusions, asd repair, and laa closure requiring treatment, were unrelated to the mitraclip devices during this hospitalization, a pacemaker was placed for atrial fibrillation and complete heart block. On (B)(6) 2022, a valve bacterial infection (mediastinitis and endocarditis) was confirmed, treated with antibiotics. There was no thrombus. It was unable to be confirmed if the explanted clips had vegetation. The event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
The device is not returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xt mitraclip referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of mitral regurgitation (mr), atrial fibrillation, and endocarditis are listed in the mitraclip g4 system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the incomplete coaptation/single leaflet device attachment (slda) could not be determined. The reported mr and atrial fibrillation appear to be cascading events of the slda. A cause for the reported endocarditis could not be determined. The reported surgery, hospitalization, medication, and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.